Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain and elevated metal ions levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information was received on december 18, 2014 including item and lot numbers involved. All information associated with the items were reported on this follow-up report.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.